Manufacturer narrative:
Per the tandem user guide. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) value. At the time of the report to tandem technical support (cts), bg level was 118 mg/dl. Reportedly, customer inadvertently delivered a 200 unit bolus instead of the intended 20 unit bolus. Reportedly, customer left the ER 2 hours later with the issue resolved. Customer declined further troubleshooting with cts and declined to provide additional information.